Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reports administering "correction insulin" after testing 17.4 mmol/l on the performa system. Customer then received results of hi (greater then 33.3 mmol/l) and 9.6 mmol/l within 10 minutes on the performa system. Low blood glucose symptoms were reported with these results. Customer self treated with (B) (4) gel, sandwich, apple, and a (B) (4) bar. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that, "pt was having their poly exchanged from a previous surgery and they were going to replace it with this poly, but the poly would not lock in to baseplate."